Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing leaked at the filter on a primary maintenance fluid infusion. The tubing was less than 24-hours old. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking at the filter was confirmed. No anomalies were observed with the set during initial visual inspection. Functional testing was performed; upon priming small droplets were leaking from the bottom vent of the 0.2 micron filter. The root cause could not be determined.